Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the guidewire insertion test could not be performed due to the condition of the lead. The returned guidewire was stuck in the lumen of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire got stuck in the left ventricular (lv) lead. The lead was removed with the guidewire in it and another lead was implanted. No patient complications have been reported as a result of this event.